Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: during the investigation, the pump¿s rewind, load cartridge, and prime steps were performed successfully with no alarms. Force calibration testing was found to be within specification. The pump was exercised for 24 hours with no alarms or a prime issue occurring. A prime issue was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was found to be cracked. The display was found to be dim with the letters having a red hue.